Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating motor error alarm from the insulin pump. The customer's blood glucose reading was 370 mg/dl. The customer received the error during bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer declined to troubleshoot for high readings. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump alarmed motion sensor test failure during the rewind due to an out of phase motor encoder signal. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, excessive no delivery, or displacement tests due to the alarm. The pump passed the idle current and run current tests. Unable to verify the motor error or motor position alarm due to the motion sensor alarm. The pump was received with minor scratches on the display window and cracked reservoir tube lip.